Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level (bg) was elevated (382 mg/dl). Bg level was treated by delivering correction boluses. System check was performed by tandem technical support and the pump performed as intended. Recommendation was made to change the infusion site.